Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric mid right coronary artery that was 85% occluded. Two guide wires (gw) (whisper es and a balance middle weight) passed through the long lesion. The lesion was not pre-dilated. The whisper es was used for protection and support of the posterior descending artery. The balance middle weight was advanced to the ventricular posterior artery. A 4.0 x 28mm rx vision stent was attempted to cross but failed in its first attempt due to the anatomy. It was attempted again and was still not able to cross the lesion due to the anatomy again, and it was then noted that the proximal shaft broke into two pieces. The device was simply withdrawn without issue. A non-abbott stent was then used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.